Event description:
Patient li indicated that their right eye was red and irritated for a week and became very bad on (B)(6) 2024. Li went to urgent care and saw their doctor who prescribed cipro and lotemax. Li indicated that the redness did not improve for weeks and their doctor found that a colony had infiltrated the cornea of their right eye and gave a sample of bevimax. After a couple of weeeks, the right eye improved however redness returned to both eyes. After switching from nutrifill to lacripure and addipak, the redness stopped.